Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that he experienced a low blood glucose level of 30 mg/dl. The customer treated his low blood glucose level with food. The customer was experiencing low blood glucose levels for about a week. He was supposed to receive 3 units of insulin in three days but received it all at once. The device was not returned.